Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq4006 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch report, "when advancing the guide wire, there was noticeable tension moving the wire forward and when trying to retract. The catheter was unable to be advanced as well. When the accu-cath was removed, it was noted that he guide wire had uncoiled, leaving a protruded end of wire, and also of note, the catheter was kinked and the bevel had driven through the catheter. All pieces of the accu-cath were accounted for."